Manufacturer narrative:
This product is not marketed in the us. (B)(4). No additional similar complaint type events were found within the associated lot. (B)(4).

Event description:
The reporter indicated that the foot plate of 13.2mm vticm5_13.2 implantable collamer lens, -13.0/2.5/105( sphere/ cylinder/ axis), tore sharply when pushing the lens by using ftp (foam tip plunger . The surgeon experienced lens damage before injection into the eye.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found portion of the lens missing and residue on the lens surface. Sfc-45 cartridge was returned in a biohazard bag. Visual inspection found no visible damage to the device and clear residue. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: it should be noted that before lens tore, "lens movement was not smooth when pulling lens towards nozzle". Claim# (B)(4).